Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the product was not returned and not enough info was provided from the account to properly complete an investigation. The root cause cannot be determined at this time. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Add'l info was requested on 04/29/2011 by fax and mail. A completed questionnaire was received on 05/13/2011. (B)(4).

Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Two weeks postoperatively, the pt's retina detached. Add'l info was received from the surgeon. In his opinion, the device did not cause/contribute to the event.